Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen displayed colored lines rendering about 90% of the display unreadable, with the user still able to interact by memory; the event was characterized as a fractured component affecting the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of the information provided. Investigation of this case revealed a stress-related problem affecting the touchscreen consistent with a fracture of the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.